Event description:
It was reported that the patient's right ventricular lead had become dislodged due to patient physiological features and the occurrence of valvular regurgitation. The lead was explanted and replaced. The patient was stable.